Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump was alarming motor error and customer was unable to clear the alarm. The blood glucose value was not provided at the time of the call. Advice the customer to discontinue use of the insulin pump, revert to a back-up plan per doctor instruction and asked to returned unit for analysis.

Manufacturer narrative:
The insulin pump was received motor error alarm during rewind due to motor encoder out of phase. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.